Event description:
The customer reported that while running a hepatits surface antigen assay, summit sample handler did not pipette control or reagent into position ab and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.